Event description:
The customer reported that the display was not readable.

Manufacturer narrative:
Three devices were received and an evaluation was conducted. The complaint was confirmed. Visual examination revealed device 1 had a bent eyelet. Device 2 had a bent inner shaft and eyelet as well as a cracked implant. Device 3 had a bent inner shaft and the tip of the device was broken off. Material testing met all specifications. Function testing could not be performed due to device damage. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is not inserting the implant co-axial to the bone tunnel, prying/leveraging the device during use, and/or impacting the eyelet against hard bone. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event is the extra hard bone quality of the patient. This is the first complaint of this type for this part/lot combination. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. The investigation conclusion of this event is being communicated to the event reporter.

Event description:
It was reported that a labral repair portion of a shoulder case was abandoned after three consecutive labral implants of the same type broke. The first implant broke while being inserted. The second implant eyelet/inserter bent and broke after implantation. The third implant eyelet bent after implantation. All pieces were retrieved from the patient. The glenoid was drilled with a standard 3.5 drill bit. Bone quality was reported as extra (super) hard. Planned procedure was: labral repair/rotator cuff repair. Follow-up with the reporter approximately 3 weeks post-op provided information that the patient is currently doing fine. The rotator cuff portion of the case was completed successfully; the labral tear was reported as borderline and no second surgery for a labral repair is planned. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.